Event description:
It was reported that two months post dialysis catheter placement procedure via right internal jugular vein, the catheter allegedly expelled out of the cuff. It was further reported that catheter allegedly came out from patient body spontaneously. It was further reported that the catheter appeared papery with no fibrosis. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2023).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm glidepath d/l catheter was returned for evaluation. Functional, tactile, gross visual and microscopic visual evaluations were performed. The investigation is inconclusive for the reported loosening of implant and expulsion issues, as the tissue cuff was intact. The tissue cuff was observed to be matted. Fiber disturbance was observed on the tissue cuff and some adhesive material was peeling off from the tissue cuff area on the catheter. The tissue cuff had residue and appeared glossy throughout. No evidence indicating loose fitting was noted near the tissue cuff. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2023), g3, h6(method) h11: h6(result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that two months post dialysis catheter placement procedure via right internal jugular vein, the catheter allegedly expelled out of the cuff. It was further reported that catheter allegedly came out from patient body spontaneously. It was further reported that the catheter appeared papery with no fibrosis. The procedure was completed using another device. There was no reported patient injury.